Event description:
It was reported that during a cryo ablation procedure, the patient¿s blood pressure dropped. A cardiac tamponade was observed at the time of the patient¿s arrest. The patient was taken into surgery and a pericardial effusion was observed in the left atrial appendix region. The case was aborted. The patient¿s condition stabilized and went to intensive care. No further patient complications have been reported as a result of this event.